Event description:
It was reported that this left ventricular (lv) lead was a case of an attempted implant due to difficulty removal as this lv lead got stuck and could not be flushed. This lv lead was replaced, not implanted, will not be returned due to contamination or infection. No additional adverse patient effects were reported.